Event description:
The customer reported that the large access panel a has a rip on the netting measuring about 2 inches and the pull tab is broken on the side panel. There was no pt incident or injury report.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that on panels a and b the zipper slider body is open. The netting on window side a has a 9 inch tear in it. There are broken stitches on the zipper tape on the mattress envelope and broke elastic on the legs. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).